Event description:
Extreme eye pain, redness, constant tearing with a resulting rejection of corneal transplant from using amo contact lens solution. Lost vision in my left eye for a month - was in 2 eye drs office daily for 2 weeks with pain, swelling and vision loss. After a month of steroids and anti-biotic ointment, my vision returned. I believe this was due to an infection from the amo contact lens solution, I had used daily during 2007.